Event description:
Patient's mother contacted dexcom technical support on (B)(6) to report that on (B)(6), patient experienced a permanent loss out of range signal on their dexcom receiver. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).